Event description:
Complaint submitted directly through the health surveillance website (notivisa - 2026.03.004038). It was reported that, "upon opening the product, the anesthesiologist identified that the guidewire presented a "wavy" deformation. A second unit was opened and exhibited the same issue." It was reported that guidewire kinks were observed prior to patient contact. The devices were not used on the patient. Please see associated mdrs: 3006425876-2026-00495.

Manufacturer narrative:
(B)(4)